Event description:
The customer states that following a thunderstorm, smoke began coming from the cell-dyn 1700 analyzer. The customer unplugged the analyzer and has not used it since. There were no injuries reported and no damage to the surrounding environment. The customer has since upgraded to a cell-dyn 1800 analyzer. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
The purpose of the customer call was to obtain an estimate of the repair cost for the insurance company for the damages to the cell-dyn 1700 system (the customer upgraded to a cell-dyn 1800 after the incident). An abbott field service representative (fsr) inspected the instrument in 2008. The defective component was determined to be the crt 14 inch svga color monitor. No other problems were observed. The customer declined any type of repair service. Note: the monitor had been reported to be blank in 2007. The resolution, as the customer declined a service visit, had been to connect a spare external vga monitor. The customer was instructed to disconnect the internal monitor to prevent interference. The customer declined to replace the monitor after consultation with the clinic's head physician. The cell-dyn 1700 system operator's manual (rev f) provides information on how to power off (page 5-31) and shutdown for relocation or extended periods of inactivity (page 2-19) but nothing on emergency situations. Electrical safety precautions (page 7-3) caution the operator to turn the instrument off before disconnected the instrument. No product issue was identified for the cd1700, for issues with the monitor. There is no systemic issue. This is a final report. End of report.